Event description:
On (B)(4) 2012 the reporter contacted animas for an unrelated issue, and during troubleshooting it was discovered that there were five boluses in the pump history that were delivered from the meter remote without user intervention. The amounts of the boluses were not reported, and there was no reported patient impact. The reporter stated that the meter remote was sitting on the counter at the time the boluses were delivered, and that the boluses were not programmed by the user. The pump and the meter remote were requested to be returned for investigation of this issue. This complaint is being reported because unintentional boluses can result in blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus history shows no multiple meter boluses between 9:08 and 9:10 on the reported issue. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. There was no data found in the black box or download histories from the reported event due to continued patient use. The meter was not returned with the pump for investigation. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. The reported un-programmed bolus issue was not found during investigation.